Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during use, an infant admitted to the nicu who was born weighing just under 2,400g had experienced skin damage and detachment on the third day. The damage had corresponded to the sensor's light-emitting part. The image had shown the lowest damaged part among the three parts on the right foot. There had also been pressure sores due to pressure, but the situation was identified as burns.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that during use, an infant was admitted after experiencing skin damage and detachment on the third day. The damage corresponded to the light-emitting part of the sensor. An image showed that the most severely damaged area was one of three affected parts on the right foot. Pressure sores were also present due to prolonged pressure, but the condition was identified as burns. Although the skin damage was not definitively diagnosed as a burn, it was described as a "degree I" burn, as it had not reached the dermis. The reported issue could not be confirmed the most likely cause could not be identified because no related problem was detected with the device. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.